Manufacturer narrative:
(B)(4). This is a report of a use error, where the customer restarted therapy using the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reused a single use product during peritoneal dialysis therapy on the homechoice. During troubleshooting, the customer stated that they had restarted therapy while the patient was connected and using the same supplies that had been used previously. The technical services representative assisted the customer to end the therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.